Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: dead battery or strip connector issue. Manufacturer contacted customer with follow up phone calls to make sure new product replacement resolved the customer original concern that meter is not displaying "dead meter" as well as customer `s condition; customer stated feels fine, has not symptoms and satisfied with the new product replacement.

Event description:
Customer complaining of dead meter; meter does not turn on with strip is inserted. Customer states she feels symptoms of high blood sugar. Customer feels hot, dizzy, and that her blood pressure is high. Customer is going to the hospital and a 24 hour call back will be set up.